Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) needs compressor replaced. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component, investigation conclusions),h10 a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were replacing a compressor a previous fse had ordered. The customer had the part on site. The fse also replaced a safety disk that was due for replacement. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) needs compressor replaced.